Manufacturer narrative:
Flow cell cleaned; fine beam and optical gains adjusted, flow cell, optical gains. The data was reviewed and it was observed that on the scattergram, the bottom of the poc scatter had separated incorrectly at the border line and the frequency of low poc values had increased. An abbott field service engineer confirmed the pic/poc delta and determined the cause was dirt in the flow cell. The flow cell was cleaned and the fine beam and optical platelet gains were adjusted. Additional testing was done to verify results generated were within specification and that pic/poc delta flags were not being generated. Cell-dyn 4000 system operator's manual (01h25-01, rev m): the [pic/poc delta] is suspect parameter flag (5-80) or invalid data message (data fault) generated when the difference between the plto and plti exceed a present limit (table 3.9, pages 3-44). The numerical results are marked with an asterisk [*] or left blank. Data flags notify the operator that results for any or all parameters do not meet acceptance criteria or cannot be displayed; they alert the operator to data conditions requiring further examination. Delta check status flags are optional flags (3-34). Data faults arise as a result of interfering substances or conditions within the specimen, problematic conditions detected by the algorithms, or rarely, malfunctions of the system (3-43). A review of complaints for the period august 2007 through march 2008, did not indicate an adverse trend for the cell-dyn 4000, list 01h01-01 (includes 01h03-01) for pic/poc issues. There is no systemic issue. This is the final report.

Event description:
The customer stated a patient sample tested on the cell-dyn 4000, generated a platelet impedance count (pic) of 263 k/ul and a platelet optical count (poc) of 18.7 k/ul. A pic/poc delta flag was generated. The poc of 18.7 k/ul was reported and questioned by a physician. When the sample was tested on another analyzer, the pic was 251 k/ul and the poc was 246 k/ul. There was no impact to patient management.